Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter was obtained. Confirmatory culture was performed and there was no growth. Customer has not confirmed if treatment for acinetobacter was provided to patient. The following information was provided by the initial reporter: patient 2 of 7 it was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. Please provide the date this patient was tested on the biofire: (B)(6) 2021. Was biofire result dual positive? Yes. Acinetobacter and staph species was any organism seen on the gram stain for this bottle? Yes if so what was the organism reported? Gram positive cocci in clusters and gram negative cocci did any organism grow in culture? Staphylococcus hominus. Was the acinetobacter reported out for this patient? Yes. Was the patient treated for the acintobacter? Customer unsure but will follow up after speaking with the pharmacy. If so were there any adverse reactions to the treatment? Pending follow up with customer. Can you provide the serial number of the bactec the bottle was in when it went positive? Pending follow up with customer as information was not available on call.

Manufacturer narrative:
H6: investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing on biofire with bd bactec¿ plus aerobic/f culture vials (plastic) a false positive for acinetobacter was obtained. Confirmatory culture was performed and there was no growth. Customer has not confirmed if treatment for acinetobacter was provided to patient. The following information was provided by the initial reporter: patient 2 of 7. It was reported that acinetobacter resulting on biofire for positive 442023 bottles lot 1160562, but it does not grow in culture. Please provide the date this patient was tested on the biofire: (B)(6) 2021. Was biofire result dual positive? Yes. Acinetobacter and staph species. Was any organism seen on the gram stain for this bottle? Yes. If so what was the organism reported? Gram positive cocci in clusters and gram negative cocci. Did any organism grow in culture? Staphylococcus hominous. Was the acinetobacter reported out for this patient? Yes. Was the patient treated for the acinetobacter? Customer unsure but will follow up after speaking with the pharmacy. If so were there any adverse reactions to the treatment? Pending follow up with customer. Can you provide the serial number of the bactec the bottle was in when it went positive? Pending follow up with customer as information was not available on call.